Event description:
The lay user/patient contacted lifescan alleging the meter displays error 4 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
An attorney alleges that a patient underwent posterior spinal fusion, after which she "experienced significant pain and other adverse symptoms." It is reported that seven months postoperatively, the patient underwent additional surgery that "revealed catastrophic failure" of the system, and four days later, "a substantial portion of the instrumentation" was replaced. It is alleged that "the hardened surfaces of certain pieces were compromised and weakened when the screws used to hold the pieces were tightened to the recommended levels." No details were provided and no other information was given.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/19/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.